Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The air/water channel was clogged. The foreign material could not be removed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot, even if the correct reprocessing was performed. Due to the jet channel clogging, the auxiliary channel function was blocked. Due to the nozzle clogging, the amount of water contact / removal failed. The light guide cover lens was chipped. The plastic distal end cover was shaved. The bending section cover glue was chipped. The control unit plate was deformed. The control unit ks-mouthpiece was corroded. The angulation was less of the specified value. The housing on the connector plug unit was damaged. The grip unit and switch box unit were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the channel was clogged on the evis exera iii colonovideoscope. No patient harm reported. During the evaluation of the device, it was noted the scope was insufficiently or incorrectly reprocessed due to clogging of the nozzle and jet channel. This report is to capture the reportable malfunction of the insufficiently or incorrectly reprocessed scope due to clogging of the nozzle and jet channel noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial reports aware date (g3). The correct aware date if (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that foreign materials such as gauze, a piece of parts from peripheral device clogged in nozzle. The following were confirmed: a/w nozzle was clogged with foreign material; foreign material clogged in nozzle and was unable to be removed even if correct reprocessing was conducted; foreign materials such as gauze, a piece of parts from peripheral device seemingly clogged in nozzle. The instruction manual identifies the following related verbiage: ¿preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: * inspection of the air-feeding function; * inspection of the objective lens cleaning function.¿ ¿operation manual_ inspection of accessories_ inspection of the auxiliary water inlet cap (maj-215). *inspection of the endoscopic system_ inspection of the auxiliary water feeding function." Olympus will continue to monitor field performance for this device.